Event description:
It was reported that per call customer states upon assembly noticed that the hand brakes are not engaging or locking in place. Customer states they will not do anything. Customer is ok with replacing parts, will send video to dme mailbox. "Per zendesk ticket the customer stated that they resolved the issue and to cancel the complaint." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Manufacturer narrative:
It was reported that per call customer states upon assembly noticed that the hand brakes are not engaging or locking in place. Customer states they will not do anything. Customer is ok with replacing parts, will send video to dme mailbox. "Per zendesk ticket the customer stated that they resolved the issue and to cancel the complaint." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.